Manufacturer narrative:
Block b3: exact date unknown, event occurred five days ago.

Event description:
It was reported that the patient received an end of battery life message on the remote control. The patient underwent an ipg replacement procedure. The explanted ipg was not returned as it was discarded by the medical facility.